Event description:
Caller reported experiencing elevated blood glucose level for two weeks of 14-16 mmol/l due to incorrect insulin delivery. Caller stated there are drops of insulin inside of the pump. Caller reported the patient switched off the pump and dried it but after starting to use is, condensation appeared again. Caller stated after changing to a new pump, the patient's blood glucose level was better the next day with readings in morning of 4.4 mmol/l and later 5.2 mmol/l. Patient was treated with insulin by a layperson and a medical professional; was not hospitalized. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.